Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system, with initial third-party reports suggesting the patient placed tresiba in the pump for two days, later clarified by the patient to have been manual tresiba injections while disconnected from the pump, and that the patient was working with their clinician on insulin adjustments. Symptoms included elevated blood glucose up to approximately 350 mg/dl and sweating. Outcomes included no alerts for prolonged hyperglycemia, no ketone testing, no use of backup therapy beyond routine insulin, no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education, review of device use with attention to insulin type and configuration, and coordination with the care team regarding potential insulin changes and the need for a factory reset if transitioning to u200 insulin. Investigation of this case revealed no device alarms and an unclear cause of the hyperglycemia, with conflicting reports regarding insulin use while connected to the pump and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.